Manufacturer narrative:
The device was returned and evaluated. Analysis confirmed the reported difficultly to remove the mitraclip delivery system (cds) from the steerable guide catheter (sgc). The reported off label use, difficult or delayed positioning and improper or incorrect procedure or method could not be tested in testing environment as it was related to procedural condition. Furthermore, the reported material separation could not be replicated in a testing environment due to the return condition of the device (clip separated from the mandrel). Additionally, the return device analysis observed a deformed harness, and broken actuator assembly/broken from weld and l-lock tabs were broken. The review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. The patient effects of cardiogenic shock, atrial fibrillation, pulmonary edema and foreign body in patient as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. It should be noted that in the instruction for use (IFU) mitraclip system states to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. As it was reported that the device was mis-keyed, this is considered to be a user error; however, it could not be determined if mis-keying cds caused or contributed to the reported difficulties. Additionally, it should be noted that the IFU states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported difficult to remove cds/sgc and difficult or delayed positioning appear to be due to procedural circumstances. A definitive cause for the reported of l-lock tabs break, actuator mandrel break, and deformed harness could not be determined. The reported material separation was due to observed l-lock tabs break, actuator mandrel break. The reported foreign body in patient was a result of the broken l-locks tabs. The patient effects of atrial fibrillation and edema were related to challenging patient anatomy. A definitive cause for the cardiac shock could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the device was returned with broken l-lock tabs. It is uncertain if the broken l-lock tabs remain in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip detachment. It was reported that this was a mitraclip procedure performed to treat grade 4 tricuspid regurgitation (tr). The first clip was implanted without issue, reducing tr to 3-4. To further reduce tr, a second clip was advanced. The device was miskeyed to treat the tricuspid valve; when steering to the septal posterior commissure the clip got caught under a defibrillator lead. The clip was freed without causing injury. When inverting the clip, the clip came off the end of the mandrel, while remaining attached to the lock line and gripper line. To remove the clip, a cut down procedure was performed at the femoral vein. The procedure was discontinued, tr remains 3-4. Hospitalization was prolonged, due to atrial fibrillation (afib), pulmonary edema and cardiogenic shock. Per the physician, afib and pulmonary edema were pre-existing and unrelated to the mitraclip procedure; however, it is unknown if cardiogenic shock is related to the mitraclip procedure. The patient is slowly recovering. No additional information was provided.